Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient has no or poor telemetry with recharging. The patient confirmed that she had the ins turned off. The last time the patient had a successful charge was 2 months ago. The patient did not indicate an issue with their therapy, rather the patient chose to have therapy off. Troubleshooting on the call included: repositioning antenna over the ins and turning dial through all 4 positions. It was reviewed the patient could also use the antenna locate feature, but none of this resolved the issue. The caller was redirected to follow up with their healthcare provider (hcp) for assistance with charging. No further complications were reported. No additional patient symptoms were reported. Additional information was received from the manufacturing representative (rep). It was reported that patient is scheduling a battery replacement. The patient want battery replacement. The information has been confirmed by physician/ account. No further patient symptoms or complications were reported in this event.